Manufacturer narrative:
Date of event and describe event or problem were corrected per reporter request. The event with the no product return occurred on (B)(6) 2018 and not on (B)(6) 2018 as it was previously reported. Event description was also updated.

Event description:
It was reported one day after the procedure that a burn to the right side of the oral commissure on the patient was identified. Case went well with no deviation from their typical technique, no inappropriate tissue contact reported.

Event description:
It was reported that a burn on the left side of the oral commissure of the patient was found before patient was out of the or. The resident and the surgeon assured that the metal wand tip or back of electrode came into contact with the lip.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is feasible that if the exposed section of the shaft near the distal tip comes into contact with untargeted tissue, it could cause a burn. Other factors that could contribute to the reported event includes: (1) activating the device prior to contact with targeted tissue, (2) failure to maintain suction and direct fluid outflow away from the operative field, (3) withdrawing the wand while power is being applied or (4) contact with metal surgical instruments (such as a mouth guard) may pass current to the patient or user and result in burns. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device. Evaluation codes updated.